Event description:
It was reported that the insulin pump alarmed motor error during priming. Troubleshooting was performed. Ran a displacement test twice and the device failed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.